Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse thought they figured out the issue already. Nurse stated that their patient started rewarming around 1700 in an arctic sun device. Nurse noticed the water temperature (wt) would not raise above 30c and stated that they received an alarm about the water temperature control and played around with the tubing and it was kinked, when they straightened out the tubing, it seemed to help and now the water temperature (wt) was 35c. Confirmed with nurse the kink was likely lowering their flow rate. Explained the significance of flow rate and the heater. Informed nurse if the water flow rate (wfr) dropped below 1 l/min, the heater capacity diminishes. If the water flow rate (wfr) dropped below 0.5 l/min, the heater turned off. The water flow rate (wfr) was likely below 1 l/min and because the heater could not function at full capacity, the water was not able get as warm as needed to properly rewarm the patient. This would eventually lead to an alert 113 (reduced water temperature control). Nurse confirmed their water flow rate (wfr) was currently 1.1 l/min. Informed nurse to monitor the flow rate and patient temperature, encouraged to call back with any more issues.

Event description:
It was reported that the nurse thought they figured out the issue already. Nurse stated that their patient started rewarming around 1700 in an arctic sun device. Nurse noticed the water temperature (wt) would not raise above 30c and stated that they received an alarm about the water temperature control and played around with the tubing and it was kinked, when they straightened out the tubing, it seemed to help and now the water temperature (wt) was 35c. Confirmed with nurse the kink was likely lowering their flow rate. Explained the significance of flow rate and the heater. Informed nurse if the water flow rate (wfr) dropped below 1 l/min, the heater capacity diminishes. If the water flow rate (wfr) dropped below 0.5 l/min, the heater turned off. The water flow rate (wfr) was likely below 1 l/min and because the heater could not function at full capacity, the water was not able get as warm as needed to properly rewarm the patient. This would eventually lead to an alert 113 (reduced water temperature control). Nurse confirmed their water flow rate (wfr) was currently 1.1 l/min. Informed nurse to monitor the flow rate and patient temperature, encouraged to call back with any more issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.